Event description:
The customer reported the vent connector of the subject device is deformed. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the coating of the insertion tube was peeling. This report is being submitted for the malfunction (coating peeling) found by service during the device evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Upon further evaluation, service found the rubber adhesive was chipped, the insertion tube was collapsed, and the bending angulation was insufficient. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Based on the results of the legal manufacturer¿s investigation, the insertion tube coating was likely peeling off due to stress applied during use of the device, external factors, or handling of the device. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.